Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate was observed in an intravia container 150 ml capacity. The issue was identified before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed that a small particulate was inside the bag. The reported condition was verified. The cause of the condition could not be determined; however, this particle appears to be detached from the membrane of the port due to the spiking process by the end user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.